Event description:
New information received notes the patient was brought in and assessed on the same day (B)(6) 2024. Isometric testing with arm movement revealed no noise, tachy therapy zone was enabled. All testing was fine, and impedance was within normal range during and after testing. Programming changes could not be confirmed. No intervention was anticipated. The right ventricular (rv) lead remained in use. There were no patient consequences.

Manufacturer narrative:
The lead model is included in a 2010 advisory for a subset of st. Jude medical riata and riata st family.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead's impedance was greater than the upper limit. A rv lead fracture was suspected. Recommendations for additional lead testing were made and to be discussed with the following physician.